Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pre-testing process, it was discovered that the motor device had an e6 error code. It was further observed that right when the device was plugged in and used; there was no load on the motor. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was liquid present, the air pump came on right away and an e6 error code showed during the temperature test. These malfunctions were indicative of a damaged flex circuit from immersion / sterilization procedures not being followed properly. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.